Manufacturer narrative:
Analysis of device by MFR: returned product consisted of a portion of the rotawire drive. The proximal end, and middle section were visually and microscopically examined. Inspection of the device found that the wire was fractured at 170cm from the proximal end and kinked at the proximal end. The fracture was inspected and found to most closely resemble a fatigue fracture. Functional testing was performed using the returned portion of the rotawire. During testing, the returned portion of the rotawire was able to be removed with resistance but was not able to be reinserted due to the kink near the proximal end. Product analysis confirmed the reported events, as the returned portion of the rotawire was able to be removed with resistance but was not able to be reinserted due to the kink near the proximal end.

Event description:
It was reported that the burr became stuck on the guidewire. A percutaneous coronary intervention was being performed on a moderately tortuous, severely calcified, 90% stenosed lesion. A rotapro 1.50mm and rotawire drive were being used for treatment. While the physician was removing the devices, they noticed that the rotapro and rotawire were stuck on each other. Both devices were removed from the patient together. This issue occurred while the physician was removing the devices, so a new device was not needed to complete the procedure. No patient complications resulted due to this event.